Event description:
The pt was implanted with a saline prosthesis on 12/18/95. On 6/1/96, the physician noted that the pt had developed pain in her breast, it was later noted that the device was deflated. No add'l info regarding this occurrence is available at this time. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (co effective date, 2/10/92). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21cfr803.